Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, patient presented with abdominal pain. Subsequently, CT revealed ivc filter wire perforating into the inflamed mesentery. The retrieval hook protrudes beyond the anterior wall of the ivc. Subsequently, patient scheduled for ivc filter retrieval. An unsuccessful attempt was made through jugular vein. Hence, filter was retrieved successfully via femoral vein. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per medical records, an unsuccessful attempt was made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and apex embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2016), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; migrated to the mesentery and struts perforated the vena cava. The device was removed percutaneously. The patient reportedly experienced sharp stomach pain; however, the current status of the patient is unknown.